Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l) and was not adversely impacted. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer understood.